Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change with the ilet and a contact detach infusion set, the user did not initially observe drops when pressing and holding, later observed leakage at the infusion set connector, and the connector was not fully seated; subsequent attempts with new supplies were advised, and the event aligned with a connector not attached correctly, with the device component identified as the connector. The user experienced hyperglycemia, with a fingerstick blood glucose peak of 434 mg/dl and no adverse clinical symptoms reported. Outcomes included no health consequences or lasting impact, and the pump delivered insulin to restore glucose without the need for backup therapy. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method involving the connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.